Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 allegedly due to elevated metal ion levels. The head and taper adapter were replaced and an active articulation acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel reported patient was initially revised on the right side (B)(6) 2008 due to settling and loosening of the stem. The stem was removed and replaced. Subsequently, patient was revised on (B)(6) 2015 due to weakness, pain, and elevated metal ions. Patient's legal counsel also reported patient underwent an initial left hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to weakness, pain, synovitis, and elevated metal ions. The head and taper adapter were replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to elevated metal ion levels. The head and taper adapter were replaced and an active articulation acetabular liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-03781-2 / 2016-00500). Not returned by patient.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 allegedly due to elevated metal ion levels. The head and taper adapter were replaced and an active articulation acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel reported patient was initially revised on the right side (B)(6) 2008 due to settling and loosening of the stem. The stem was removed and replaced. Subsequently, patient was revised on (B)(6) 2015 due to weakness, pain, hypersensitivity to metal on metal contact and elevated metal ions. During the procedure, the head was removed and a ceramic head with an active articulation liner were implanted. Patient's legal counsel also reported patient underwent an initial left hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to weakness, pain, synovitis, and elevated metal ions. The head and taper adapter were replaced and a liner was implanted. Additional information received in operative report for the procedure on (B)(6) 2015 reports the removal of synovitis. Additionally, after the first head was impacted, it was pushed off the trunnion due to soft tissue pressure. Another modular head was used to complete the procedure.